Event description:
The manufacturer received information from a customer that when setting large values on a trilogy evo, the screen turns red and stops. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a supplemental report will be filed.